Event description:
It was reported that the insulin pump alarmed motor error. The customer's blood glucose was unk. The customer changed the infusion set and the reservoir. The tubing could not be filled manually. The motor error had occurred once within thirty days. The customer will monitor. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).